Event description:
It was reported that the patient received inappropriate therapy due to noise, ventricular pacing impedance was greater than 2500 ohms intermittently, and there was oversensing. The lead was explanted. No further patient complications have been reported as a result of this event.